Event description:
It was reported that following an unrelated procedure and subsequent routine check of this implantable pacemaker, several episodes of low amplitude, over-sensed noise resulting in pacing inhibition were observed. Despite the patient having complete heart block and no underlying rhythm, they were asymptomatic to the lack of pacing. The episodes of asystole lasted between 3.5 and 4.0 seconds in length. The physician programmed the pacemaker to a fixed sensitivity and was instructed to perform a thorough assessment of the implanted leads and system integrity. It was noted that similar episodes of noise have occurred since a system repositioning procedure in 2023. Diagnostic imaging and an extensive evaluation of the system integrity, position, and connections were recommended to ensure proper therapy delivery. Additionally, close monitoring following the reprogramming was also advised. The implanted leads are not boston scientific products. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.